Event description:
(B)(4). It was reported that post a stenting treatment procedure, in stent restenosis and thrombosis occurred. The patient presented at the time of the index procedure due to unstable angina (braunwald classification iiib). Cardiac catheterization revealed a 90% stenosed and 12mm long de novo lesion located in the extensively calcified proximal right coronary artery (rca) with a reference vessel diameter of 3.0mm. This was treated with predilation and deployment of a 3.0x12mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6), 2011: the patient presented with chest discomfort associated with diaphoresis, shortness of breath and dizziness that lasted for about an hour. An ECG revealed non st-t wave changes. Cardiac catheterization revealed 99% proximal edge stenosis and focal in stent restenosis with thrombosis of the taxus liberte study stent in the proximal rca. This was treated with predilation and placement of a 3.5x8mm promus stent and post dilation resulting in 0% residual stenosis. The event was resolved without residual effects and the patient was discharged the next day on aspirin and prasugrel. It is the opinion of the physician that this event is related to the taxus liberte stent.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the event, there was no stent thrombosis. It was previously reported to include stent thrombosis. There was only in-stent restenosis. Cardiac catheterization and treatment was performed one day following symptom onset and admission. The event was considered to be resolved without residual effects and the patient discharged 3 days later.